Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in airpath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The external investigation showed that there were signs of a black contaminate that appears consistent with sound abatement foam degradation. This contaminate was also in the iso port. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The internal investigation showed that there were signs of sound abatement foam degradation throughout the blower box and inside of the iso port. There was also signs of the degraded foam on the blower fan. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes evidence of sound abatement foam degradation or breakdown.